Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the medwatch report (mw5077635), the patient had a bentall procedure aortic root replacement with 27/29 mm on-x mechanical valve conduit performed in 2015. The device had FDA clearance for lower than typical inr levels for anticoagulation with goal inr 1.5-2.0 on 2018, the patient had a cardioembolic stroke with an inr of 1.41. Minimal residual deficit, but the neurology team recommended increasing the patient's inr goal to 2-3.

Event description:
According to the medwatch report (mw5077635), the patient had a bentall procedure aortic root replacement with 27/29mm on-x mechanical valve conduit performed in 2015. The device had FDA clearance for lower than typical inr levels for anticoagulation with goal inr 1.5-2.0 on 2018, the patient had a cardioembolic stroke with an inr of 1.41. Minimal residual deficit, but the neurology team recommended increasing the patient's inr goal to 2-3.

Manufacturer narrative:
The manufacturing records for the onxaap-27/29, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxaap-27/29, sn (B)(4) was implanted in a (B)(6) male on (B)(6) 2015. A report was received through the medwatch program on 2018 jun 19 that a patient had experienced on (B)(6) 2018 (3 years 112 days post-implant) a "cardioembolic stroke with an inr of 1.41. Minimal residual deficits, but neurology team recommended increasing his inr goal to 2-3." The report also states that "the device had FDA clearance for lower than typical inr levels for anticoagulation with a goal inr 1.5-2.0...¿ the on-x ascending aortic prosthesis (aap) model does not have FDA clearance for the lower inr of 1.5-2.0. The instructions for use (IFU) for the aap do not specify exact inr ranges, only that adequate anticoagulation therapy be administered based upon the particular needs of the patient [IFU]. It should also be noted, however, that an inr of 1.41 would be inadequate even for the lower range recommendations. Consequently, inadequate anticoagulation is the probable underlying cause of the embolism leading to stroke. The IFU lists thromboembolism and stroke as potential complications for on-x valve recipients. Historically, the objective performance criteria report a thromboembolism rate of 3.0%/patient-year for rigid (i.e. Mechanical) heart valves [iso 5840:2005]. The root cause is inadequate anticoagulation.